Event description:
During service of the unit, it was found that the turbine did not rotate with a disc/sense alarm. Replaced the turbine to correct the failure mode.

Manufacturer narrative:
This MDR 2031702-2008-00031 is being filed beyond the 30 day reporting timeline.